Manufacturer narrative:
On 3/13/2019, mentor became aware that the statement, "leak testing was performed in accordance with mentor procedures and no leak sites were detected," was erroneously included in the device investigation summary sent on the supplemental report sent on 3/12/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/26/2019, the mentor failure analysis lab has received the device for evaluation. On 3/11/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation (mre) of lot number 5599391 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 330cc mentor smooth round high profile saline breast prosthesis, experienced left breast hardening and capsular contracture baker grade iii post-operatively. As a result, the patient was scheduled for removal on (B)(6) 2019.